Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was reported that they did not find a cause for the patient's ins turning off, and the patient has not called to say it has happened since. The patient was told to remove the battery and put it back in. The patient was also asked to keep a log of this occurrence if it happens again. The patient is also to note his battery level when this does happen. It was noted that the issue had been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the rep was not with patient however patient indicated that when they went to sleep, his ins battery voltage was at 80% with stimulation on. When the patient wakes up his ins would be at 75% and stimulation would be off by itself. Rep reported patient did not turn stim off. Patient has 3 programs; patient does not pay attention as to what programs when stimulation is turned off during the night. Patient does not have as programmed. It was reported patient checks his controller in the morning that¿s when he notices his stimulation has been turned off.